Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged introducer sheath is confirmed and was determined to be use related. One 0.035 in. Stainless steel guidewire and one 8 fr airguard introducer/dilator assembly were returned for evaluation. An initial visual observation showed the guidewire was bent and curved in multiple locations along its length. The introducer/dilator assembly was observed to be slightly curved. The distal tips of both the dilator and introducer sheath were observed to be damaged and the introducer sheath was observed to be buckled in three locations near the distal tip in approximately 1 cm increments. A microscopic observation revealed blood residue on the guidewire and the distal tip of the dilator. The distal tip of the dilator was observed to be bent outward at two locations around its circumference and some lightening of the material was observed at these points. The distal tip of the introducer was also observed to be bent outward and damaged at multiple locations. The location and nature of the damage observed on the introducer sheath and dilator suggest the damage was caused by excessive force during insertion of the introducer, a steep angle of insertion, rapid removal of the guidewire from the dilator, and/or removal of the guidewire at a steep angle. A lot history review (lhr) of rebt1038 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the sales rep, that the surgeon noted that during placement the distal tip of the sheath was damaged during advancement. No patient harm reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged introducer sheath is confirmed and was determined to be use related. One 0.035 in. Stainless steel guidewire and one 8 fr airguard introducer/dilator assembly were returned for evaluation. An initial visual observation showed the guidewire was bent and curved in multiple locations along its length. The introducer/dilator assembly was observed to be slightly curved. The distal tips of both the dilator and introducer sheath were observed to be damaged and the introducer sheath was observed to be buckled in three locations near the distal tip in approximately 1 cm increments. A microscopic observation revealed blood residue on the guidewire and the distal tip of the dilator. The distal tip of the dilator was observed to be bent outward at two locations around its circumference and some lightening of the material was observed at these points. The distal tip of the introducer was also observed to be bent outward and damaged at multiple locations. The location and nature of the damage observed on the introducer sheath and dilator suggest the damage was caused by excessive force during insertion of the introducer, a steep angle of insertion, rapid removal of the guidewire from the dilator, and/or removal of the guidewire at a steep angle. A lot history review (lhr) of rebt1038 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the sales rep, that the surgeon noted that during placement the distal tip of the sheath was damaged during advancement. No patient harm reported.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebt1038 showed no other similar product complaint(s) from this lot number. Device not returned yet.

Event description:
It was reported by the sales rep, that the surgeon noted that during placement the distal tip of the sheath was damaged during advancement. No patient harm reported.